Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
User facility medwatch report #mw5114344 . Date of event: estimated date. The date included on the medwatch report was 08/13/2023, a future date. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report #mw5114344 received states "nurse from (B)(6) medical center called to report that during a femoral angiogram procedure, the perclose proglide, upon deployment, became stuck. When attempting to remove it, the distal segment of the device broke/dislodged within the patient's femoral artery. The patient was taken to surgery for removal. Patient is okay and was discharged home, same day."